Manufacturer narrative:
(B)(4): this customer reported that after two cardioversion shocks (at 320j and 360j) the pt had skin redness. A topical cream was used on the skin. This was associated with a loud noise from the device and a burning smell. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that after two cardioversion shocks (at 320j and 360j) the pt had skin redness. A topical cream was used on the skin. This was associated with a loud noise from the device and a burning smell.